Manufacturer narrative:
Inspected 1 opened/used enlite sensor and performed bbs solution test and sensor failed per specification. No isig readings detected. Checked lab transmitter for proper use and operation using tool and transmitter passed per specification. Also found cannula bent unable to confirm if customer received sensor in said condition due to customer returned opened/used.

Event description:
It was reported that the customer received two calibration errors and a change sensor alarm. Her sensor was severely bent. The customer's blood glucose level was 114 mg/dl. She received a bad sensor alert after the second consecutive calibration error. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.